Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a starclose se device with a 7f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, the device failed to deploy. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy incidents reported for this lot. It was reported the attempted closure was in a mildly calcified left common femoral artery, per the performed angiogram. Per the starclose se instructions for use, it is stated, not to deploy the clip in areas of calcified plaque. It is further indicated that the safety and effectiveness of the starclose vascular closure system has not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy: per the instructions for use- precautions: do not deploy the clip in areas of calcified plaque. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.